Manufacturer narrative:
Device evaluation the zfv6-125-6-4.0 device of lot number c2014954 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study. It is related to the following complaints and captures (B)(4) instance of occlusion on the (B)(6) 2024. ¿ (B)(6) ¿ (B)(4) occlusion requiring no immediate intervention - watchful waiting was agreed on ¿ (B)(6) ¿ (B)(4) off label use - 04 devices placed in-stent and 1 in de novo proximal lesions and in-stent restenosis manufacturing records review: prior to distribution all zilver flex devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists the following as a potential adverse event: ¿restenosis of the stented artery¿ and "worsening claudication/rest pain". As per clinical input, ¿restenosis of the stented artery¿ in the IFU would include ¿occlusion¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to the patients pre-existing condition/baseline characteristics or the placement of the device in the proximal of a pre-existing occluded stent. From section 4 ¿ baseline medical history (page 6 and 7), it is known that the patient¿s medical history included coronary artery disease (cad), hypercholesterolemia/ hyperlipidemia, a current smoker, hypertension, existing tissue loss, peripheral arterial disease, peripheral venous disease and a thromboembolic event. These conditions can collectively contribute to stent occlusion in several ways. Coronary artery disease (cad) and hypercholesterolemia/hyperlipidemia can lead to the buildup of plaque within the arteries, which can narrow the stent lumen and cause occlusion. Smoking exacerbates this process by damaging the arterial walls and promoting inflammation, which in turn accelerates plaque formation. Hypertension can cause stress on the arterial walls, leading to endothelial injury and further promoting plaque deposition. Peripheral arterial disease and peripheral venous disease can cause similar issues in the peripheral vascular system, indicating widespread vascular pathology that can affect the stented area. Existing tissue loss and a thromboembolic event can lead to the development of blood clots within the stent, obstructing blood flow. The combination of these factors significantly increases the risk of stent occlusion which subsequently led to the pain reported. Additionally, the zilver zfv6-125-6-4.0 device was placed in the proximal of a pre-existing occluded stent. The blood flow would be hindered which would have likely also caused or contributed to the occlusion. As previously noted, restenosis of a stented artery and worsening claudication/rest pain are listed as known potential adverse events within the IFU and is a common adverse event of endovascular procedures that can be caused by obstruction to the vessel. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this complaint was created in response to a pmcf study and captures (B)(4) instance of thromboembolic occlusion. According to the initial reporter, the zfv6 stent was placed on the (B)(6) 2023. According to the initial reporter re-intervention onset occurred on the (B)(6) 2024. During the planned control appointment of the initially asymptomatic no-flow within the study stents, the patient now presented with worsening pain in the left study leg. Confirmed quantity of (B)(4) used device. According to the initial report, the patient presented with worsening pain in the left study leg. Patient was admitted for elective study leg re-intervention on (B)(6) 2024. Endovascular treatment was successful. After the intervention bloodwork showed mild elevation of inflammation parameters, this resolved quickly after administering antibiotics. Patient was discharged on (B)(6) 2024. A follow up appointment was scheduled for (B)(6) 2024 and there was good flow in the study leg with no complaints by the patient. Investigation findings conclude that possible root causes could be attributed to the patient¿s pre-existing conditions, the placement of the device in the proximal of a pre-existing occluded stent or a known potential adverse event.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-apr-2025.

Manufacturer narrative:
PMA/510(k): p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Date of procedure (B)(6) 2023. Left leg study leg. 1 study device placed for 1 lesion. De novo proximal of a pre-existing stent plus occlusion of the preexisting stent. (B)(6) 2023 onset of vomiting and diarrhea. Tested positive for noro-virus infection. Spontaneous remission of all symptoms with only supportive administration of fluids and pain medication. 06-jul-2023 date of unscheduled follow up. This unscheduled visit form is to document the clinical assessment visit planned at discharge of the index stay as a follow-up due to the patient's medical history of thromboembolic events at 4 months post-op. 29-feb-2024 12 month follow up. Adverse event had occurred. Patient had asymptomatic no-flow in study stent and proximal and distal of it. The patient was referred to the department of vascular surgery. Due to being asymptomatic and compensated, no immediate intervention but watchful waiting was agreed on. An appointment for reassessment in 3 months will be made. (B)(4). Resolved on (B)(6) 2024. 03-sep-2024 pre-scheduled follow up 3 months after the re-intervention. There was good flow in the study leg, no complaints by the patient. Re-intervention onset (B)(6) 2024. Date of site knowledge (B)(6) 2025. During the planned control appointment of the initially asymptomatic no-flow within the study stents patient now presented with worsening pain in the left study leg. Patient was admitted for elective study leg re-intervention on (B)(6) 2024. Endovascular treatment was successful. After the intervention bloodwork showed mild elevation of inflammation parameters, this resolved quickly after administering antibiotics. Patient was discharged on (B)(6) 2024. A follow up appointment at the dep. For vascular surgery was scheduled for (B)(6) 2024. Vascular event, occlusion requiring intervention, endovascular / percutaneous treatment. Probable relationship to study device stenosis and then occlusion was visualized proximal of the study device. Of course, the study stent itself and distal following parts were also completely occluded. The study stent but also proximal and distal parts were completely occluded.